Event description:
During the shift check, the customer noted the lifeband cover plate connection to the autopulse platform (sn (B)(4) was not secure as the locking tabs to snap the lifeband cover were noted "flimsy" allowing the lifeband cover plate to unclip from the platform. Per the reporter, no other issues were noted with the platform and the device is functional. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.